Manufacturer narrative:
One used device was received and evaluated. Testing found that solution leaked from a small straight cut in the tubing 2.5 inches proximal to the cassette. The probable cause of the cut in the tubing could have been due to the tubing cutter machine during mfg. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. The tubing set was to be used to deliver an unspecified volume of normal saline. It was reported that during priming prior to pt use, an unspecified volume of solution leaked from an unspecified location between the cassette and distal end of the tubing set onto the floor. The tubing set was replaced and the therapy was initiated. No additional info was provided.